Event description:
It was reported to philips that while moving a patient from the stretcher to the table, using a prevalon patient transfer mat, the table moved leaving a space between the stretcher and the table. The patient slid off of the mat and fell, landing on their left side between the table and the stretcher. The patient was safely lifted to the stretcher and a CT scan (computed tomography) was completed after the patient reportedly felt some pain in their head and neck. The CT scan confirmed that there was no serious injury due to the fall and the patient was admitted for observation and support for soreness and bruising. The cause of the table movement is unclear at the moment. An investigation into this complaint has been initiated by philips.

Manufacturer narrative:
Philips has investigated this complaint. According to the information received, the system was evaluated and repaired by a third-party vendor. Said third-party vendor stated that the table pivoted despite being locked due to a disconnected 24-volt power cable. It was noted that a third-party engineer soldered the power cable, replaced the pivot brake, and that the system was returned to use in good working order. The third-party vendor did not confirm whether the replaced part was a philips component and, although requested, the replaced part was not returned to philips for analysis. As such, philips is unable to determine the root cause of the incident. The codes were updated based on the investigation outcome.